Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product was returned for evaluation.

Event description:
It was reported that the infusion device did not deliver the bolus programmed via the meter. On (B)(6) 2021, the patient was admitted to the hospital for for 8 days due to hyperglycemia and for a stroke. The doctor assumes that the stroke could be caused by the elevated blood glucose level. However, it is unclear what led to the high blood glucose readings and whether the high blood glucose readings led to the stroke. No further information available.